Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.92mm)]. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10.0 diopter into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry in micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens and foreign material (residue) on lens surface. (B)(4).